Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. The thickening of valve leaflets can be a result of early calcification of the leaflets, host tissue overgrowth, or micro-thrombi. Several factors can cause development of thickened leaflets, including: thrombosis due to inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). There are cases where symptoms do not develop and the patient can be treated medically (initiation of vitamin k antagonist, etc.), however the patient may become symptomatic and require hospitalization for treatment. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the pvl worsening and leaflet thickening cannot be determined, however, may be due to procedural factors and/or mechanisms (cardiac remodeling) described above. Other potential contributing factors are unknown as limited clinical information was provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 5 years post transcatheter aortic valve replacement (tavr) with a sapien xt valve, the patient presented with paravalvular leak (pvl) and gradient of 38mmhg. Echo showed leaflet thickening on the valve. There is a planned for intervention to reduce the pvl (post dilatation or valve in valve).